Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure due to the ipg was causing unwanted sacroiliac (si) joint pain. The patient was administered lidoderm patches to aid in the pain management. Additional information was received that the ipg would not hold a charge and was no longer working. The patient underwent an ipg replacement procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain that causing headaches. The patient was prescribed with lyrica and percocet medication. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain that causing headaches. The patient was prescribed with lyrica and percocet medication. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg revision procedure due to serious injury joint pain. Lidoderm patches were prescribed. It was noted that the patient was administered antibiotics for a non-device related outpatient procedure and the physician was waiting on a letter of clearance regarding the antibiotics before doing the revision.

Event description:
A report was received that the patient was experiencing pain that causing headaches. The patient was prescribed with lyrica and percocet medication. The patient will undergo a revision procedure.